Event description:
Event description cpi received information that during an explant of a medtronic device for battery replacement, these unipolar leads (4312) were capped and abandoned due to poor sensing and pacing. The lead system was replaced with another cpi lead (0125).